Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm vticmo 13.2 implantable collamer lens of -11.5/2.0/093 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. Low vault with rotation was observed. On (B)(6) 2022 the lens was removed and on the same day different surgery a replacement lens of longer length was implanted. The replacement lens resolved the problem. Cause reported as unknown.